Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 had several pocket failures. A field service engineer (fse) dialed into the system and identified that the c6 was showing read write error and grayed out. Fse then dropped into the care fusion admin, ran diagnostics, popped out the cubie for reassign and reload the medication and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 had several pockets failures. Cubies popped up and user pushed them back down, pyxis was also rebooted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.